Event description:
The manufacturer was contacted in reference to an I-neb cf device. The manufacturer received information alleging the patient's device suddenly stopped vibrating and was not ending/completing treatment. The medication remained in the center of the chamber after 20 minutes or more of use. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient does not have an alternative way of receiving treatment resulting in missed doses. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to an I-neb cf device. The manufacturer received information alleging the patient's device suddenly stopped vibrating and was not ending/completing treatment. The medication remained in the center of the chamber after 20 minutes or more of use. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient does not have an alternative way of receiving treatment resulting in missed doses. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Update: manufacturer tab: section h: evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.